Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 23-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was failed. A field service engineer identified that half-height drawers 4.1 and 4.2, along with full-height drawer 6 on the main unit, were not detected on the bus, reseated the cables and cleaned the mechanical latches on drawers 4.1 and 4.2, performed diagnostics using the hardware test application (hta), confirmed all tests passed, and verified with the customer that the station was fully operational with no further failures detected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es ir4e drawer 6 failed and could not be recovered, resulted in delays to medication pulls for all patients; the station was initially unable to reboot but was eventually brought back online. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.